Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. The patient presented with challenging left atrial appendage (laa) anatomy. A watchman fxd double curve access system (was) and a 35mm watchman flx pro laa closure device and delivery system (wds) were initially selected. The 35mm device was deployed but determined to be oversized based on transesophageal echocardiography (tee) imaging. The device was removed, and a 31mm wds was selected. The 31mm device was deployed and recaptured multiple times due to suboptimal positioning. Following a deployment that appeared too distal on tee and a subsequent recapture, the patient experienced a drop in blood pressure. The imaging revealed a pericardial effusion developed. The procedure was aborted. Pericardiocentesis was performed to manage the effusion, which showed signs of improvement on tee. However, the patient was transferred to the operating room (or) for surgical resection of the laa and placement of a pericardial drain. The operating physician suspected that the pericardial effusion resulted from a perforation of the laa, likely incurred during attempts to reposition the closure device. The patient was stabilized following surgical intervention. No further complications were reported.